Event description:
Complainant alleged that the medics were attempting to monitor the heart rhythm of a patient who had already expired from a cardiac arrest, but the device displayed a "poor pad contact" message. The medics obtained another set of pads and confirmed that the patient was presenting an asystole heart rhythm. The complainant reported that the medics were aware that the patient had expired and that they needed to document the asystole rhythm for their records. The complainant indicated that the patient outcome was not as a result of the reported malfunction, as the patient had already expired when the event occurred. Numerous attempts were made to obtain the used electrodes for evaluation, as well as to obtain the part number and lot number of the electrodes used in the event, all attempts were unsuccessful.